Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was poor cutting and poor aspiration of the probe during two separate vitroretinal eye surgery. The cutting rate settings were lowered during the two procedures. The procedures were completed without consequences to the patients. The product samples are not available as they were discarded after the surgeries.